Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative replaced the battery monitor and atp console. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that an alarm sounded from the image acquisition system (ias) and no x-ray was emitted. The system was rebooted multiple times before resolution. The same day, during a customer visit, ¿generator error 25¿ was noted multiple times, and no issues with battery voltage and battery charge voltage were observed. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
The battery monitor indicator was returned to the manufacturer for analysis. Analysis found that no error was observed in logs while under the test. Analysis found that the reported event was not related to this hardware.

Manufacturer narrative:
Correction: adding proper codes.